Event description:
It was reported that the right atrial (ra) lead exhibited noise and impedance issues and insulation. The ra lead was explanted and successfully replaced. Then, post operatively check, it was noted that the right ventricular (rv) had undersensing before the defibrillation threshold (dft) testing was performed. The patient experienced abdomen jumping and rv diaphragmatic stimulation. The plan was to leave and reprogramming efforts were performed. During the discharge check, the left ventricular (lv) exhibited loss of capture. An x-ray was performed and the lv was found to be dislodged. Subsequently, a revision procedure was performed and the lv was repositioned. No additional adverse patient effects were reported.